Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper extremity. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. It was noted that the stenosis was not removed when the balloon was dilated under 20 atmospheres (atm). However, when it was further dilated at under 22 atm, the balloon burst. The device was removed and the procedure was completed with another of the same device. No patient complications or injuries reported and the patient was stable post-procedure.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper extremity. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. It was noted that the stenosis was not removed when the balloon was dilated under 20 atmospheres (atm). However, when it was further dilated at under 22 atm, the balloon burst. The device was removed and the procedure was completed with another of the same device. No patient complications or injuries reported and the patient was stable post-procedure. It was further reported that the lesion was severely stenosed and was mildly tortuous. It was noted that the balloon ruptured during second inflation at 22 atm for 15 seconds.

Manufacturer narrative:
Updated b5: describe event or problem. Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 46mm in length and extended from a position 2mm proximal of the proximal markerband to 4mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the left upper extremity. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilation. It was noted that the stenosis was not removed when the balloon was dilated under 20 atmospheres (atm). However, when it was further dilated at under 22 atm, the balloon burst. The device was removed and the procedure was completed with another of the same device. No patient complications or injuries reported and the patient was stable post-procedure. It was further reported that the lesion was severely stenosed and was mildly tortuous. It was noted that the balloon ruptured during second inflation at 22 atm for 15 seconds.